Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod was received in pod state 15 with no hazard alarms, timeouts, or drive stalls generated. No issues were found that would result in a needle mechanism failure as the device was deactivated by the user at the end of the first priming sequence.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle and cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.